Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device was used for treatment. The returned device underwent a product evaluation. No visual issues were identified. When fresh batteries were inserted the pump functioned without issue. Device performance data showed that the device spent some time in a leak state. This means that the pump detected a leak and notified the user via the visual indicator. This confirmed a relationship between the event and the device. Potential causes for air leaks are: dressing not applied properly, without creases and fixation strips, filter/port not adhered to dressing correctly, connector not correctly fastened and secured to the pump, tubing trapped, folded over/kinked causing a blockage, dressing integrity has been compromised. As the device performed as would be expected, this investigation has been concluded as ¿no problem detected¿. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that when npwt was going to be started utilizing a pico 7, the leak indicator lump flashed. The pump generated a vibration sound that was louder than usual, and it was like the parts inside came off. When the customer made the vacuum state by removing the pump from the tube and blocking the suction port with a finger, the vibration sound stopped but the leakage indicator lump kept flashing. The treatment was continued with a backup pico 7 pump. No patient harm. No delay was reported. The lot number is unknown because the package was discarded. The pump will be returned for investigation.